Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date. The following sections have been corrected: d10: device availability.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device item and catalog number not provided/unknown.

Event description:
It was reported that a zimmer implant disengaged from an unknown driver. Another implant was placed. Tooth location 31.